Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the insulin cartridge was empty and the device failed to display m21 (cartridge empty). No adverse event was reported. The infusion device was requested to be returned for product evaluation.